Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) /location of device: posterior cul de sac on both sides and anteriorly the broad ligament area, posterior aspect of the uterus like the spine of the uterus starting from the top posterior fundus down to isthmus'), vaginal haemorrhage ('abnormal bleeding (vaginal,menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal,menorrhagia)') in a 34-year-old female patient who had essure (batch no. A47940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation and surgical removal of coil(s), bilateral tubal cauterization). Right essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine and hormone level abnormal outcome was unknown. The reporter considered fallopian tube perforation, hormone level abnormal, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the device was in good position with 3-4 trailing coils on right the side. A similar fashion was used on the opposite side with 3-4 trailing coils on the left side. Removed only 1 and said the other one was in a place better left alone but would not cause any complications. Removal details: it was right way apparent that the essure coil was in the posterior aspect of the uterus like the spine of the uterus starting from top posterior fundus down to the isthmus. Then, by grasper the coil was grasped and removed without any problems. Then, bilateral tubal ligation was performed. The second essure was not located or seen in the posterior cul-de-sac on both siae and anteriorly tlie droad ligament area. Decision was made to see if true location of the essure and by using the grasper, the area on the left tube was grasped and the tube was stretched to the side and an x-ray was taken and it is apparent looking at the hysterosalpingogram films and the current x-ray film and laparoscopic observation that the essure coil is in the coronal area and that it has no exposure to the peritoneal cavity and was coiled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of essure device. Physician informed patient that the devices had migrated out of the fallopian tubes; on (B)(6) 2013: linear essure device in the pelvic cavity on the right and ring shaped the essure device in the pelvis on the left / bilateral tubal spillage. 1 of the coils were outside in the peritoneal cavity. The left one appeared to be possibly in the cornual region. Laparoscopy - on (B)(6) 2013: left essure in cornual area of the uterus covered within the tube and serosa, has no exposure to the peritoneal cavity. Pregnancy test - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2019: quality safety evaluation of ptc (product technical complaints). After internal review, previous device dislocation was clubbed with fallopian tube perforation. The second device dislocation extracted from patient's medical record was deleted, since it was already captured under fallopian tube perforation. Essure removal details were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), essure coil was in the'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and multiple episodes of device dislocation ('essure device in the pelvic cavity on the right', 'left essure device also appears to be dislodged from the fallopian tube into pelvic cavity/device in the pelvic cavity on the right/malposition of essure device location of device: posterior cul de sac on both sides and anteriorly the broad ligament') in a (B)(6) year-old female patient who had essure (batch no. A47940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and the first episode of device dislocation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (ablation, surgical removal of coil(s), bilateral tubal cauterization, surgical removal of coil(s),bilateral tubal cauterization and surgical removal of coil(s, bilateral tubal cauterization). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, the last episode of device dislocation, vaginal haemorrhage, menorrhagia, migraine and hormone level abnormal outcome was unknown. The reporter considered fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and the first episode of device dislocation to be related to essure. The reporter provided no causality assessment for the second episode of device dislocation with essure. The reporter commented: the device was in good position with 3-4 trailing coils on right the side. A similar fashion was used on the opposite side with 3-4 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of essure device physician informed me that the devices had migrated out of the fallopian tubes.; on (B)(6) 2013: left essure in coronal area and right end of the tube in peritoneal cavity most likely. On (B)(6) 2013: linear essure device in the pelvic cavity on the right and ring shaped the essure device in the pelvis on the left. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case the following events were extracted from medical record: device dislocation. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and medical record received : previously reported event injury was deleted and was updated to new events. Lot number added. Following events were added : abnormal bleeding (vaginal, menorrhagia), migraines / headaches, perforation fallopian tube, hormonal changes, left essure device also appears to be dislodged from the fallopian tube into pelvic cavity/device in the pelvic cavity on the right/malposition of essure device location of device: posterior cul de sac on both sides and anteriorly the broad ligament. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.